Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018 associated medwatches: 9610612-2019-00265, 9610612-2019-00264. Upon further review and after the investigation, it has been determined that this is no longer reportable; the failure mode "usage application of clips" and risk are lower than previously indicated (2/5 and not 3/5). Manufacturing site evaluation: the handle and shaft were available for investigation decontaminated, but the cartridge was not provided. The components showed no deviations visually. Investigation - the components have been forwarded to the quality assurance of the production plant for a functional test and measurement of the dimension. The investigation is still ongoing. Batch history review - a review for the shaft and handle was not possible because the lot numbers were unknown. A review for the cartridge has been checked and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause - based on the information available as well as a result of our investigation, the root cause of the failure is most likely related to an insufficient usage. Rationale - without the measurements and results of the functional test, we cannot determine a conclusion and root cause. Based on the quality standards we exclude a material or manufacturer caused error.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of aesculap ag (manufacturer, registration no. 9610612). Exemption number: e2014018. Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with clips and an application device. During a laparoscopic cholecystectomy, clip cartridges detached from the applier. It first occurred during passage through the trocar when the jaws were closed. The cartridge was easily removed from the trocar. A second cartridge was placed in the jaws of the applier and moved through the trocar into the abdomen. A clip was made ready for placement but the cartridge "jumped". This cartridge was removed from the patient's abdomen. The same cartridge was then used on a different applier and it functioned without difficulty; the original applier was no longer used. Further information was not provided. This report refers to the shaft. Associated medwatches: 9610612-2019-00265, 9610612-2019-00264, 9610612-2019-00263 (this report).